Event description:
The reporter stated that the unit over-delivered during a blood transfusion. The pump was supposed to deliver a total volume limit of 16ml. According to the nurse, the pump delivered 20.3ml with a bd 20ml syringe. The nurse also stated that the unit needed to be shut off manually and it never alerted. There was no pt injury or treatment associated with this event.